Event description:
It was reported that the system locked up and needed to be rebooted to continue. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair information is not available.